Event description:
It was reported that the bur broke off in the attachment. There was no patient impact or surgical delay reported as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Manufacturer narrative:
The cutting accessory originally reported under this MDR was not returned for evaluation. During the evaluation of the originally listed concomitant device ((B)(4) lot 13296, sd/pd medium curved attachment), an issue with the attachment was observed by way of a tip bearing shattered which prevents a bur from being inserted into the attachment. Associated cutting accessory (unknown ins bur, unknown lot #) is now listed as the concomitant device.

Event description:
It was reported that the bur broke off in the attachment. There was no patient impact or surgical delay reported as a result of this event.